Manufacturer narrative:
H3 plant investigation: there was one dialyzer returned to the manufacturer for physical evaluation. The dialyzer was subjected to a bubble point leak test. A leak was detected at approximately 180°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the leak location on the non-cavity ID end. The fiber fragment was flush with the pu. An opposing end was not identified. There was no other damage or irregularities noted. The reported issue was confirmed. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and one non conformance reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical projects manager reported to a fresenius regional sales manager that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was not provided. No sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical projects manager reported to a fresenius regional sales manager that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was not provided. No sample was returned to the manufacturer for physical evaluation.